Event description:
A nurser reported there was a dialyzer blood leak during a hemodialysis (hd) treatment.in a follow up, the nurse said the leak occurred during the hemodialysis (hd) treatment.the leak was visually seen leaking from the side of the header. Blood tests strips were not used. The fresnius k2 dialysis machine was used. There was no alarm. Fresenius bloodlines were being used.there was no damage noted on the dialyzer. There was patient blood loss of 250ml. There was no patient injury, adverse event or medical intervention reported. The patient finished treatment on a different machine with new supplies. The device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.